Event description:
The user intermittently received questionable creatinine plus (creatinine) results since (B)(6) 2011. Of the data provided for three patient samples, the results for two patient samples were discrepant. Patient sample 1 initial result was 0.43 mg/dl and the repeat result was 1.08 mg/dl. Patient sample 2 initial result was 0.56 mg/dl and the repeat result was 1.28 mg/dl. The initial results were reported to the physician, but the patients were not adversely affected. The creatinine reagent lot numbers were 63165701 and 62800401. The field service representative determined there was a mechanical failure of the gear pump head and replaced it. To verify the analyzer operation, the user performed calibration and quality control with results meeting their expectation. The analyzer was performing to specification.